Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy was returned for analysis. A visual examination of the stent identified damage as the distal stent struts were pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured using a snap gauge and the result was 0.0445", this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported difficulty crossing the lesion encountered. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported.